Event description:
On (B)(6) 2013, the patient's infusion device, while in run mode, switched off and back on again without providing any error message. The patient anticipated the device would have displayed e8 (power interrupt), but it did not. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The pump correctly triggered the e8 error message after restart of the device. Furthermore, the e8 was triggered due to a power interrupt by the customer while the pump stayed in run mode. The pump was successfully tested and there is no evidence that the device does not works according the specification.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.